Manufacturer narrative:
(B)(4). A visual examination of the returned resolution 360 clip device found that the clips were locked into the capsule and were bent. The capsule tabs were noted to be closed. A functional test could not be performed, because the clip assembly was detached from the delivery system. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, one of the clip arms bent, and the clip fell into the patient in an open state. The detached clip was retrieved from the patient and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, one of the clip arms bent, and the clip fell into the patient in an open state. The detached clip was retrieved from the patient and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.